Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported dental implant was returned for investigation. Visual inspection of the as returned product identified clearly evident fractures that have broken off portions of the implant, as well as a heavy coating of residue. The reported device was located on tooth # 13 and was used for approximately 13 years. Pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The product was returned and the reported fracture complaint is confirmed through visual inspection of the returned product. The reported bone loss could not be verified. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant fractured. The patient will return for a new implant; no time frame given next appointment.